Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bii, gel bleed, silicone was detected in capsule, particularly in the form of nanoparticles confirmed by testing, leak/damage on the opposite side of the capsule opening, meaning that this is an implant defect that is typically found after a long period of implantation", ¿a heavy capsule of fibrosis" baker grade unknown, and ¿parascapular silicone extravasates¿ and "detection of very isolated small, encapsulated foreign body granulomas" and "giant cells". Patient also reported "muscle and joint pain, eye problems, constant tiredness, sleep problems, hair and skin problems, heavy sweating at night, and fibrosis", which are not device related.

Event description:
Patient reported right side "bii, gel bleed, silicone was detected in capsule, particularly in the form of nanoparticles confirmed by testing, leak/damage on the opposite side of the capsule opening, meaning that this is an implant defect that is typically found after a long period of implantation", ¿a heavy capsule of fibrosis" baker grade unknown, and ¿parascapular silicone extravasates¿ and "detection of very isolated small, encapsulated foreign body granulomas" and "giant cells". Patient also reported "muscle and joint pain, eye problems, constant tiredness, sleep problems, hair and skin problems, heavy sweating at night, and fibrosis", which are not device related. Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported right side "bii, gel bleed, silicone was detected in capsule, particularly in the form of nanoparticles confirmed by testing, leak/damage on the opposite side of the capsule opening, meaning that this is an implant defect that is typically found after a long period of implantation", ¿a heavy capsule of fibrosis" baker grade unknown, and ¿paracapsular silicone extravasates¿ and "detection of very isolated small, encapsulated foreign body granulomas" and "giant cells". Patient also reported "muscle and joint pain, eye problems, constant tiredness, sleep problems, hair and skin problems, heavy sweating at night, and fibrosis", which are not device related. Device has been explanted.